Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient had proximal humerus fracture and underwent the plate philos augmentation vs prostis of the shoulder procedure on (B)(6) 2018. During the procedure, the surgeon decided to put the plate with augmentation. At the time of pre-filling the syringes, it was noticed that the blue handle where the cement is mixed remained locked without making movements to pack the cement; the traumacem v+ cement was stuck. Therefore, the cementing technique was not performed on the patient. It was unknown if there was a surgical delay. Surgical outcome is unknown. Concomitant device/s reported: unknown plate (part# unknown, lot# unknown, quantity unknown). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis.